Event description:
A call placed to technical services on 11/06/2013 states that this lead was cut and capped. There appeared to be "gelatinous" material in the pocket. This was noted at the time of the generator change in 2008, so although the patient never developed a full blown infection, there did appear to be some material in the pocket. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) new zealand. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).